Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd vacutainer tube were experiencing clotting, there was a unit label dimension discrepancy, and it was unable to operate. The following information was reported by the initial reporter and translated to english, the customer stated: "the 1ml gasometer syringe doesn't accomplish with expectations, the material clots even collecting 0.6ml of sample (clotting issue), it's hard to insert ID in the syringe (unit label dimension issue?), and it's extremely hard to homogenize it (difficult/unable to operate issue?). Completely different from 3ml syringe, but the distributor didn't have the 3ml available."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that unspecified bd vacutainer tube were experiencing clotting, there was a unit label dimension discrepancy, and it was unable to operate. The following information was reported by the initial reporter and translated to english, the customer stated: "the 1ml gasometer syringe doesn't accomplish with expectations, the material clots even collecting 0.6ml of sample (clotting issue), it's hard to insert ID in the syringe (unit label dimension issue?), and it's extremely hard to homogenize it (difficult/unable to operate issue?). Completely different from 3ml syringe, but the distributor didn't have the 3ml available."